Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an infusion of propofol 10,000mcg/ml with volume of 100ml intended to run at 12.3 ml/hr was started at 1840. Although the intended vtbi was 80ml, the bag was noted to be empty 10 minutes later at 1850 and the vtbi read 76.6 ml. Remaining. The patient reportedly experienced hypotension of unspecified levels and had vital signs monitored. There is no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "a 100ml propofol hung on 2015 at 2030 to infuse at 80mcg/kg/min or 35.6ml/hr/bottle was empty at 2144 but pump read 76.6ml remaining."